Manufacturer narrative:
Block b3: exact date unknown, event occurred august 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief despite of optimizing the programs. It was noted that the patient had a complicated medical history and spinal pathology that was contributing to poor results in pain coverage. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.